Event description:
A user facility reported that during extracorporeal membrane oxygenation support, low post-oxygenator arterial oxygen. After a system switch, low arterial oxygen continued with the second system. Afterwards, a competitor system was used. The date of the support was not submitted and could not be retrieved from the user. There was no specified patient serious injury. The complaint sample was not available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, h6. Plant investigation: no non-conformity was observed during the manufacturing process. No other complaint has been reported about this batch number. The sample was not returned for evaluation. A failure in the gas exchange fiber could be due to a problem with raw material or further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, ptt), blood flow and sweep gas flow. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of intravenous nutrition with lipids or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. As the complaint sample was not returned, a cause could not be established.

Event description:
A user facility reported that during extracorporeal membrane oxygenation support, low post-oxygenator arterial oxygen. After a system switch, low arterial oxygen continued with the second system. Afterwards, a competitor system was used. The date of the support was not submitted and could not be retrieved from the user. There was no specified patient serious injury. The complaint sample was not available for product evaluation.